Event description:
It was reported that loss of capture and a decrease in sensing thresholds were observed due to lead dislodgement. The lead was capped and replaced. There were no adverse effects to the patient.